Event description:
The customer reported a high blood glucose level, with the exact value unknown, as the display showed "high." Cause was not known. The customer took corrective action by administering a correction bolus via the pump and planned to try moving the infusion set to another side of the body for better absorption, while also intending to contact their doctor for further assistance. No additional assistance was required from technical support.